Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced the needle hub separating from the syringe in the packaging. The following information was provided by the initial reporter: consumer reported finding sringes in bag with needle hub separated.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 24-aug-2022. H6: investigation summary: customer returned (3) 1ml, 8mm, 31 gauge syringes from lot 2031498. The syringes have had their needle shields and hubs break away from the barrels. The hubs have become lodged inside the shields. A review of the device history record was completed for batch #2031498. All inspections were performed per the applicable operations qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of needle hub separation. There were no quality notifications or dispatches that pertained to the complaint; therefore, no root cause can be determined.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced the needle hub separating from the syringe in the packaging. The following information was provided by the initial reporter: "consumer reported finding sringes in bag with needle hub separated."